Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a leak from the inspiratory flow control valve. The inspiratory flow control valve was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit was delivering incorrect tidal volume amounts. There was no report of patient involvement.